Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone placing the sealing rings in an aortic vessel diameter outside the treatment range for the implanted stent graft. A review of the 4 day post-operative CT confirms a persisting type ia endoleak and the onset of thrombus formation in the left iliac limb. A re-intervention to treat the endoleak and left limb thrombosis is planned at a later date. As of the date of this report, there have been no additional patient sequelae reported.